Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode post-operatively migrated partially out of cochlea as confirmed by diagnostic imaging. The implant registration card states that a full insert_on was achieved at initial implantation. The recipient was re-fitted and the three most basal channels were disabled. Reportedly the recipient is doing well and will be further monitored by the clinic.

Event description:
The user was seen by the audiologist and rehabilitationist in (B)(6) 2019. It was reported that for the past two years there have been concerns regarding the user's hearing particularly with the left side implant. No accident or trauma is reported. As per additional information received in march, 2019 the user's hearing performance has improved by about 20% following programming changes. 3 basal electrodes remain disabled. A reinsertion of the active electrode is suggested, however the clinic intends to monitor the user for the time being and revisit the case if no further improvements are seen.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen by the audiologist and rehabilitationist on (B)(6) 2019. It was reported that for the past two years there have been concerns regarding the user's hearing particularly with the left side implant. A review of the xray taken approximately two years ago indicated that 3 channels were extra cochlea (previous xray showed everything was normal). These three channels were reportedly disabled in (B)(6) 2018.